Manufacturer narrative:
An event of device explant due to bleeding was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. It was believed that since there was calcification and the tissue was fragile, the valsalva may have been damaged in the implant process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could be implant related procedure but cannot be conclusively determined. Abbott cannot further speculate on why the reported event occurred. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm epic plus valve was implanted during an aortic valve replacement. On (B)(6) 2024, the valve was explanted as there was concomitant bleeding from the valsalva damage after the cardiopulmonary bypass operation. It was believed that since there was calcification and the tissue was fragile, the valsalva may have been damaged in the implant process. When the valve was explanted, the cuff was slightly damaged at the time of retrieval. A bentall operation was performed, and a 25mm non-abbott valve was implanted instead. The patient was reported as recovering. The cause of the event was unknown.